Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7099329 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7098976 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to inadequate and over stimulation. No further information has been obtained despite good faith efforts.